Event description:
(B)(4). Ongoing illness including swollen lymph nodes, chronic body pain, significantly affecting my lower back, hips and neck. Extreme weakness. Arthritis, leukocytosis, irregular bleeding, often heavy and sometimes for lengthy periods of time. Constant breast pain and breast tissue changes. Swelling and tenderness above my clavicle. Headaches and my body feels like it's wasting. Weight loss of (B)(6) but my bmi is progressively decreasing.

Event description:
(B)(4). Medical journal symptoms (B)(6) 2014 symptoms: muscle and joint pain, inflammation, weakness and muscle spasms (weakness is progressively getting worse) some range of motion loss, slight loss of motor control in hands, abnormal period, period cramps, swollen tender breasts, oily skin, headaches, swollen lymph nodes in neck causing right ear pressure and pain, extreme irritability, feeling angry for no reason (usually my body's automatic response to the cold weather), I am not craving salt, but my diet has a high salt intake. On the contrary, I have been craving sweets a lot!!!

Event description:
(B)(4). Hysterectomy on (B)(6) 2016 removing fallopian tubes, uterus.

Event description:
(B)(4). Hysterectomy (B)(6) 2016 removing fallopian tubes, uterus, right ovary and cervix. Back and hip pain gone instantly upon waking up in recovery room and have not had any headaches yet either. My body is still struggling to get the toxins out as my lymph nodes are constantly throbbing still.